Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of morphine for non-malignant pain. The pt experienced an increase in pain. The pt returned to his hcp for device troubleshooting. The pt underwent explantation of the device in 1999, followed by implantation of another synchromed pump. The explanted pump was returned to the MFR for analysis.